Event description:
During a routine check of the samaritan pad (public access defibrillator), the user reported that the status indicator light was not flashing every 5 seconds to show that the device was ready to use. This alerted the user to a problem, and when the user tried to power-up the device, it would not turn on. The user contacted his distributor who, in turn contacted heartsine technologies.

Manufacturer narrative:
On receipt of the pad, it was confirmed that the status indicator was not flashing using the returned pad-paks. This had alerted the user of a fault. The voltage of the pad-paks were low. It was found that current consumption of the device was higher that expected. A resistor and adjacent pcb track showed signs of overheating. The pad-pak voltage had been drained because after the pad-pak was inserted in the device and the device powered-up, it would not turn off, therefore depleting the batteries.